Event description:
It was reported via the implant patient registry that this valve model 300021mm was explanted from the aortic position after an implant duration of 14 years and 11 months for unknown reason. A valve model 3300tfx21mm was implanted in replacement. An ID card was received with question "was this due to a deficiency of the original device?" Marked as "yes". Despite repeated attempts to receive further information regarding this event, no additional information was received from the customer.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without svd and/or nsvd. The subject device was not returned for evaluation. If returned and evaluated, a supplemental report will be submitted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this valve model 300021mm was explanted from the aortic position after an implant duration of 14 years and 11 months for unknown reason. A valve model 3300tfx21mm was implanted in replacement. An ID card was received with question "was this due to a deficiency of the original device?" Marked as "yes". No other information was provided.